Event description:
This pi is for revision. It was reported through the filing of a lawsuit that allegedly the patient underwent a right tka on (B)(6) 2022, which remained painful, swollen, and stiff and the patient underwent a right knee manipulation on (B)(6) 2022. It is further alleged that on (B)(6) 2022, a spect CT scan revealed an uptake around the right knee arthroplasty and a large right knee effusion. The patient was revised on (B)(6) 2022, due to alleged aseptic mechanical loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.